Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that the patient received a vibratory alert from the device two days after CT scan and thyroid ultrasound. The device was found in backup vvi mode. The device was explanted and replaced.

Manufacturer narrative:
The reported field event of backup vvi was confirmed in the laboratory and was caused by a power-on reset that occurred during hv charging. The device was tested on the bench, and no anomaly was found. The hv capacitors were sent to the manufacturer for further evaluation, and no anomaly was found. The cause of the power-on reset could not be determined.